Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however a gas inlet valve failure was noted in the error logs. The gas inlet valve and the solenoid valve for gas inlet were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout, the alarm indicates a loss of ability to ventilate. There was no report of patient involvement.